Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Based on parameters obtained for models 3604,3608, 3609, 3643, 3644, 3660, 3661, 3662, 3663, 3664, 3688, 3670, 6608 6644, 6660, 6661, 6662, 6663. And mn10200, the device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
The report that the ipg was ¿inoperable and nearing eol¿ was confirmed. As received the ipg was inoperable. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to power on reset as a result of the explant procedure. The ipg had logged eri just prior to the event date and had logged eol a few days prior to explant. Analysis and longevity calculation found the device had normal battery depletion due to usage.